Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger board and the batteries. System operates as intended.

Event description:
Customer reported the system intermittently shuts down on boot up. No pt injury was reported.